Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer magnet strip bar had felled off. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet fell off from the drawer 2.2, failed to close and got narcotics. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet fell off from the drawer 2.2, failed to close and got narcotics. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the reported condition of a failed drawer was confirmed by fse. According to work order (wo) (B)(4), the field service engineer (fse) identified that the magnet in drawer 2.2 had fallen off and proceeded to replace the drawer. After the replacement, the fse tested the drawer in hta and application, confirming that it worked as intended. External visual inspection of the received assy smart hh cubie drawer was conducted. No obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Upon inspection of the drawer, the dchu investigator validated the findings previously reported by the field service engineer (fse). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure is attributed to damaged position sensor magnet.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es magnet fell off from the drawer 2.2, failed to close and got narcotics. As per part investigation, it was determined that there the drawer magnet was missing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.